Manufacturer narrative:
(B)(4).

Event description:
Customer reported an 840 ventilator was inoperable. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the reported event. The cse inspected the device and replaced the proportional solenoid (psol) valve. The device passed all tests.